Manufacturer narrative:
(B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured instrument was discovered in sterile processing following a case. It is unknown when the device fractured. Attempts to obtain additional information have been made. However; no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component (annex g) code is mechanical (g04) - provisional bottom reported event was confirmed by review of photograph. Review of photograph found it to exhibit signs of repeated use (nicked / gouged) and the anterior of the post feature has fractured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.